Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks from the device. The patient reported the event was horrific, frightful, and traumatic and caused the patient physical injury and consequently the patient had to be hospitalized for four days. Device settings were adjusted and the device remains in use. No further patient complications have been reported as a result of this event.